Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother mentioned troubleshooting a no delivery alarm. The customer's blood glucose was 433 mg/dl at the time of the incident. The customer's mother stated that they were given insulin drip to treat the high blood glucose. The customer's mother stated that they were very sick and could not bring the blood glucose down. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.